Event description:
It was reported that an asymptomatic patient presented to the ER with patient notification. Out of range high voltage lead impedance was observed. Svc measurements were isolated and were increasing gradually. No other anomalies were noted on the lead. The patient will continue to be monitored. The lead will remain in place as programmed.